Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the printed circuit board controller. A field service engineer replaced the drawer control printed circuit board in order to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had no power. The user mentioned that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section d4: corrected serial # and primary unique device identifier (UDI) #. Section h4: corrected device manufacture date.